Manufacturer narrative:
Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an explantable device. Device evaluation: product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed and no deviation related to current complaint is reported in the manufacturing record. The product was manufactured and released according to specifications. A search in complaint system revealed that one similar complaint has previously been reported on this batch. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the healon 5 pro was used in two patients who experienced pressure spikes of 45 at same day postop. It was indicated that the operative eye is the right eye (od). That the intraocular pressure (iop) improved five days post-op. The patient was advised to use preservative free artificial tears and to continues taking prednisone, ofloxacin and ketorolac twice a day. Customer also reported that the patient is doing fine as the pressure went down post-op. No further information is available. This emdr report captures patient #2. A separate emdr report is being submitted for the patient #1.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .